Event description:
It was reported that the patient experienced recurrent low glucose while using the ilet system, after which a trainer instructed a factory reset and the ilet was paired to the ilet mobile app, the same infusion supplies were used at a new contact detach site, and a new dexcom g7 sensor was applied. Symptoms included hypoglycemia that the patient treated with oral glucose tablets and juice. Outcomes included resolution of low glucose with at-home treatment and no hospitalization. Investigation included guided troubleshooting, device setup, app pairing, infusion site change, and sensor replacement. Investigation of this case revealed no confirmed device malfunction and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.